Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set, medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® push button blood collection set experienced a safety shield failure and resulted in a needle stick injury-post use. The needle stick injury event occurred 2 times. The retraction failure event occurred 2 times. The following information was provided by the initial reporter: the customer stated: "they experienced retraction issues and needle stick injuries. (3 of 3) "two phlebotomists had accidental needle sticks with this butterfly lot number. The safety does not fully sheath the needle when engaged. Since then, 2 other phlebotomists had to manually slide the lock on the device to completely sheath the needle."

Event description:
It was reported the bd vacutainer® push button blood collection set experienced a safety shield failure and resulted in a needle stick injury-post use. The needle stick injury event occurred 2 times. The retraction failure event occurred 2 times. The following information was provided by the initial reporter: the customer stated: "they experienced retraction issues and needle stick injuries. (3 of 3) "two phlebotomists had accidental needle sticks with this butterfly lot number. The safety does not fully sheath the needle when engaged. Since then, 2 other phlebotomists had to manually slide the lock on the device to completely sheath the needle."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/28/2020. H.6. Investigation: bd received seven (7) samples and one (1) photo for investigation. The photos was reviewed and the customer¿s indicated failure mode for retraction issue with the incident lot was observed. Additionally, the customer samples were evaluated by functional testing and the indicated failure mode for retraction issue with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.